Manufacturer narrative:
On 08/02/2018, mentor received additional information about the event: patient developed capsular contracture (baker grade unknown) in her breast. Capsular contracture patient code has been added. During explantation surgery, the doctor palpated inside of the pocket with his finger and found very hard calcium plaques on the anterior surface. Doctor then inspected the pocket directly and verified there were several very hard and sharp plaques of calcium. Calcinosis patient code has been added. On 08/05/2018, the mentor failure analysis lab received the device for evaluation. On 08/06/2018, the device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. On 08/14/2018, mentor received additional information about the event. The patient¿s explanted device was replaced with a mentor smooth round moderate profile 375cc saline breast prosthesis. On 08/20/2018, mentor completed the investigation on the suspect medical device. Upon receipt by mentor, the device contained no fluid. White material was observed within the device. White material was observed on shell surface. During evaluation multiple creases were observed on the anterior and posterior aspect. Also, a rent measuring less than 0.1 cm was observed within a crease line, on the posterior aspect. Complaint was confirmed. Mentor performs 100% inspection and testing of all devices prior to release, the product evaluation (pe) team concluded that the rent and crease occurred sometime subsequent to the removal of the device from its protective packaging. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. At this time is not possible to determine the origin of the white material observed. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet; however, deflation trends for mentor saline-filled devices will continue to be monitored by quality assurance. Because mentor performs 100% inspection and testing of all devices prior to release, pe concluded that the calcification deposits occurred while in-vivo in the patient. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation revision procedure with a mentor smooth round moderate profile 375cc saline breast prosthesis that deflated after implantation. As a result, the patient underwent explantation on (B)(6) 2018.